Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a distal 1/3 tibia fracture on (B)(6) 2014. When the surgeon was loading the left tibial nail to the tibial handle and inserting the guide wire, they discovered some debris from a previous case inside the connecting bolt. All the instruments were pulled off the field and the guide wire was removed from the leg and the nail was not used. Another nail needed to be acquired which delayed the surgery by 40 minutes. The procedure was completed successfully without patient harm and no exposure of debris. This is report 2 of 4 for complaint (B)(4).